Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and the right ventricular (rv) lead exhibited loss of capture (loc) but no asystole was observed. A revision was done and the left ventricular (lv) lead was explanted while the right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. A revision was done and the left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.